Event description:
It was reported that during an ablation procedure with an intellanav stablepoint catheter, the temperature displayed was 46 degrees celsius after finishing the energization. Since the catheter had been energized more than 30 times before the event occurred and showed normal behavior, it was concluded that there was no defect with the system or cable, and the catheter was therefore replaced. And the temperature showed a normal value after replacement, and energization was performed without any problems. The procedure was completed. No patient complications were reported. The catheter will be returned.

Manufacturer narrative:
Upon receipt, this product was thoroughly analyzed in our quality assurance laboratory. Visual inspection of this catheter did not reveal any abnormalities. Functional testing noted no abnormal resistance while maneuvering the catheter. Electrical and continuity tests were performed, this device was found to be within specifications, no opens or shorts circuits were detected. Functional testing was performed, the procedure was replicated, and a test ablation was completed successfully with normal values for flow and temperature. Analysis revealed that the unit showed no evidence or defects that could have contributed to the clinical observations. It was also confirmed that this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.

Event description:
It was reported that during an ablation procedure with an intellanav stablepoint catheter, the temperature displayed was 46 degrees celsius after finishing the energization. Since the catheter had been energized more than 30 times before the event occurred and showed normal behavior, it was concluded that there was no defect with the system or cable, and the catheter was therefore replaced. The temperature showed a normal value after replacement, and energization was performed without any problems. The procedure was completed. No patient complications were reported. The catheter has been returned for analysis.